Event description:
It was reported that the weld had come off where the siderails connects to the litter. It was reported that there was no pt involvement and there were no adverse consequences associated with the reported issue.